Event description:
Pt hospitalized for hyperglycemia. On 10/31 pm, blood glucose was >500 gave bolus. In am of 11/01, blood glucose was in 300-400 range and started vomiting. Physician advised pt to go to hospital. Pt admitted with blood glucose of about 300. Discussion with technical services revealed that pt had noticed piston rod not properly seated when high blood glucose incident occurred. Pt informed of proper technique related to piston rod and changing of cartridge and infusion set.